Event description:
The customer reported the system made a popping noise from the tube then the screen goes blank. The problem began today.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.